Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Survey results from a cardiovascular surgeon in practice 15 years. Physician has been using medtronic¿s nitrex guidewires since 2018, using a total of 120 in the last year. 20 of these were 0.36 mm (0.014 in) and / or 0.46 mm (0.018 in) diameter nitrex guidewires used for coronary vasculature procedures. 55 were 0.36 mm (0.014 in) and / or 0.46 mm (0.018 in) diameter guidewires used during peripheral vasculature procedures. 45 were 0.64 mm (0.025 in) and / or 0.89 mm (0.035 in) diameter nitrex guidewires were used in peripheral vasculature procedures. While using the 0.36 mm (0.014 in) and / or 0.46 mm (0.018 in) diameter nitrex guidewires during coronary vasculature procedures, the following complications were reported: cardiac tamponade due to perforation of the coronary vessel. This occurred in non-surgical patients with severe arteriopathy, who underwent coronary revascularization (2 patients), irritation to vessel causing vessel spasm as this phenomenon is common in patients with poor vascular beds and women (10 patients), vessel perforation occurred in 2 patients with poor distal beds and difficulty in channelling the vessel due to chronic injuries (2 patients) while using the 0.36 mm (0.014 in), the 0.46 mm (0.018 in), 0.64 mm (0.025 in) and / or 0.89 mm (0.035 in) diameter nitrex guidewires during peripheral vasculature procedures: infection occurred in diabetic patients operated on in an emergency situation without optimal preoperative preparation (6 patients), irritation to vessel causing vessel spasm occurred most often in women with small calibre vessels (10 patients), vessel perforation occurred in attempt of percutaneous revascularization in patients with tortuous occlusions and high calcification (3 patients), thrombosis events were observed when extracting the guidewire. Unknown if procedural related event (2 patients) of the above ae¿s reported during use of the nitrex guidewires for both coronary vasculature and peripheral vasculature procedures; some of these are listed as having been previously reported to medtronic. Due to limited information these are included in reporting.